Event description:
A patient reports while wearing a pod their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod communication error during wear. The patient removed the pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. Corrosion was observed on the pcb assembly and the reservoir cap. The battery voltages of all three batteries were measured to be low. All attempts to download pod data were unsuccessful due to the contamination on the pcb. Without the download data, it could not be conclusively determined if an alarm was generated by the pod. The exact cause of the reported alarm could not be determined. A leak test was completed due to the corrosion observed. Fluid was observed to be leaking past the plunger in the reservoir. The leak in the reservoir sub-assembly resulted in fluid leaking out of the reservoir cap window into the device, which contributed to the corrosion observed inside the device. This was confirmed to be the cause of the corrosion. It could not be conclusively determined if the observed leak is related to the reported alarm. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.